Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, instrument / biopsy / suction channel / air / water channel / auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm guidelines. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during routine testing, the gastrointestinal videoscope tested positive on (B)(6) 2023, for >1,000 colony forming units (cfus) of pseudomonas, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. The customer did not provide results of culture testing performed by a third-party lab. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported to have been found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the observed foreign material in the air/water cylinder and air/water channels could not be identified and a definitive root cause of this issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The event can be detected/prevented by following the instructions for use section below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Pgif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The device evaluation found, the air/water tube and air/water cylinder had foreign material. The plastic distal end cover was chipped. The right/left knob, switch box, scope cover case unit, objective lens and light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation or if any additional information is provided by the user facility.